Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported that the alarm was set to the range of 70 mg/dl and 280 mg/dl and the low glucose alarm did not sound. Customer experienced "sweating, dizziness" and loss of consciousness and was provided (B)(6) by a third party. There was no report of death or permanent injury associated with this event.